Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to baseline patient) has been confirmed. Upon investigation, the electrode belt failed the incoming functional ECG-fall off test. The cause for the failure was isolated to an open connection between components j1 and v4 in ECG a. The root cause for the open connection could not be positively determined. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt was unable to complete a baseline recording during a patient fitting.